Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had scope communication error e315. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damage ad the error message e315 was displayed. The event can be detected/prevented by following the instructions for use which state: 'chapter 3 preparation and inspection this section explains the equipment to be prepared before using this product and how to inspect it. 3.1 preparation and inspection flow. This section explains the work flow described in this chapter. Before use, be sure to carry out the preparation and inspection shown below. Also, inspect related equipment used in combination with this product according to their "digitized attached documents" and "instruction manuals". If you suspect any abnormality during inspection, take action according to "chapter 5 if an abnormality occurs". Also, if you find that the product is clearly broken, do not use the product, but send it for repair according to "5.4 when sending the endoscope for repair". Warning: using an endoscope suspected to be abnormal may not only cause it to function normally, but may also damage the equipment or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.